Event description:
This event was reported to sunrise customer service via phone call from the facility in 2006. Sunrise medical subsequently provided MDR #1034630-2006-0027 to us agent for zhongshan a&e machinery industry co., ltd., about one week later. Reporter claims the wheel has broken. The unit has not been rec'd for eval by sunrise medical.